Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, feels shaky when looking at things, especially things within 1 meter when switching back and forth between two texts in a mobile phone. When the patient looked at a word, it was moving left and right, and then eyes flashes along with it, felt like eyes contracting.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporter was the patient. The patient was encouraged to contact their hcp( health care professional ). Due diligence has been performed in an attempt to obtain further information on this event. The patient has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).